Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was an over infusion of zosyn. The event occurred in "(B)(6) or (B)(6) 2019" in the psu. Zosyn was hung as a secondary infusion. It was noted that the nurse left the patient's room, however, re-entered patient's room 20 minutes later and bag was empty. There was no patient harm.